Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch basic enhanced meter (serial number not provided) was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred in 2006 (specific date/time not provided). As a result of the reported issue, he took decreased dose of diabetes oral medication. The pt also reported that one early morning in march/april 2007, he received medical attention because he was experiencing symptoms of headache, sweaty, fruity taste in the mouth, and could not awake. He was given IV fluids by the emergency services. At the time of troubleshooting, the pt did not have the meter/supplies with him. Therefore, the condition of the battery contacts, and battery installation could not be verified. The pt reported that he had replaced the battery per the owner's manual and that there was no misuse of the product. This complaint is being reported because the pt alleged that he experienced symptoms that can be suggestive of hyperglycemia after the reported issue began. He further claimed he was treated with IV fluids by the emergency services. The alleged issue could not be resolved with troubleshooting since the pt did not have the meter/supplies with him at the time of the call. Replacement products were sent to the lay user/pt.